Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that MFR steps were followed, however based on the observed device malfunction, a MFR defect appears to be the cause.

Event description:
The vasacade 6/7f device was chosen for closure. It was inserted into the sheath and the doctor attempted to deploy the disc but was unable to deploy the disc. At this point, the doctor removed the device and it was observed that the distal outer sleeve had separated from the black sleeve and was preventing the disc from opening. Upon removal the complete device including the distal outer sleeve was removed and the collagen was still on the device. The staff reverted to manual compression and there was no injury to patient.